Event description:
The customer reported that the monoblock is arcing and the system intermittently shuts down.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep reseated the monoblock x-ray tube. The system operates as intended.